Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 469 mg/dl, and has been the same for about a week. They treated the high blood glucose with the insulin pump. The customer stated that they constantly change the infusion set, the cartridge, ant the battery. During priming of every bolus the insulin pump alarmed no delivery after about 0.5 units of insulin. Troubleshooting was performed while the customer was on the pone and the insulin pump passed all of the functional tests. Insulin did exit and the insulin pump did not alarm no delivery. The customer was advised that the issue might have been between the reservoir tubing connector and that the insulin pump was functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.